Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device failed functional testing. Moving the cable confirmed the device cut off during a check with a known good programmer. The cable was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that communication with devices was "cut off," at times. A short in the programmer rf (radiofrequency) cable leading into the programmer connector was questioned. No patient complications were reported as a result of this event.